Event description:
An unidentified parent reported that his son was diagnosed in 2008 with a corneal ulcer, left eye, associated with wear of night & day contact lenses and that all lenses his son had worn were defective. The consumer terminated the call refusing to provide any further info.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot info provided, no detailed investigation can be performed.